Manufacturer narrative:
The passive planar blunt probe was returned to the manufacturer for analysis. Analysis found the tip of the returned probe in visibly bent. However, with markers attached and fully seated, the probe returned good geometry and divot error readings. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported the passive planar blunt probe was broken. This issue was noted outside of a procedure, and there was no patient involvement.